Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not hold or deploy clips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was evaluated on an in-house system, passing recognition, engagement, and clip tests. It demonstrated intuitive movement with full range of motion in all directions. The grips opened and closed properly and there were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional, and no product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic surgery performed was a robotic cholecystectomy. The clip applier was inspected when opened and found to not have any damage. The clip was loaded into the applier and robot and when the surgeon requested a clip, the clip would not lock when applied to the cystic duct; it fell out of the clip applier. The clip applier was removed, and a new clip was attempted to be loaded without success. The tissue being clipped was normal size. The clips used was weck hem-o-lok ml clips. The clip applier was replaced with a new one.

Event description:
Refer to h11 for follow-up information.